Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel shut down and chest pain occurred. The target lesion was located in a coronary artery. A 2.50x28mm promus premier drug-eluting stent was advanced to treat the lesion. However, the stent was unable to cross the lesion and there was vessel shut down. Subsequently, the patient experienced chest pain with a pain scale of 10 out of 10 and the patient was intubated. No further patient complications were reported.